Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery did not charge while plugged into a power source despite using multiple usb cables. Additionally, the customer needed to hold the usb cable at certain positions in order for the pump to charge successfully. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined follow up contact regarding the issue.